Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was scheduled to perform a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) . Prior to the case during system check, the anspach burr motor malfunctioned. The anspach motor was exchanged with a replacement anspach motor, which then also malfunctioned. The motor was exchanged for a third replacement motor . The case was then completed successfully.

Manufacturer narrative:
Reported event: the reported device was confirmed to be a anspach motor, p/n 110940, s/n (B)(4), RMA (B)(4). Device evaluation and results: per gsp case (b)(4(, the device was inspected in accordance with (B)(4) anspach emax 2 plus burr motor. The device made a loud squealing noise, started to overheat, and smoked. Device history review: DHR review was not performed as this is an OEM product. Complaint history review: a review of complaints related to p/n 110940, serial number (B)(4) found no other complaint related to the failure in this investigation. Tracking of complaints related to the 110940 part number will be tracked through quarterly trend request # (B)(4). Conclusions: the failure was confirmed by investigation.

Event description:
The surgeon was scheduled to perform a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) . Prior to the case during system check, the anspach burr motor malfunctioned. The anspach motor was exchanged with a replacement anspach motor, which then also malfunctioned. The motor was exchanged for a third replacement motor . The case was then completed successfully.